Event description:
It was reported that during a colectomy procedure, the clips were delivered across. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.